Event description:
Device presented an alert, hv lead impedance out of range, possible output circuit damage. The rep attempted to perform hv lead integrity checks in clinic, but an alert was received that the charging was aborted. It appeared that the charge was delivered although the alert stated the charging was aborted. The device was explanted.

Event description:
C-cc-cd - component dimensions (component fit or alignment) loose connection tube/stopcock after opening package. Connection of IV set to IV bag was made, the pressure line was not flushed when the disconnection occurred..

Manufacturer narrative:
A visual inspection identified an arc mark on ICD can electrode. X-ray showed the presence of metals found in lead conductors. The test results indicated that the high voltage transistors were shorted. The device was tested on the automated electrical test system and high voltage output circuitry damage was detected. The low voltage function of the device met specifications. It is believed that the associated rv lead arced to the ICD can during delivery of a high voltage shock.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.